Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. On 05/07/2024, the patient was confused, was not communicating and not responsive. The cgm reading was 95 mg/dl and bg reading was 73 mg/dl. The patient was taken to the hospital by her husband. At the emergency room, the patient was treated with a glucose pen (meant to be glucagon injection). The patient was discharged the same day and at the time of the report she was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.